Manufacturer narrative:
The medical center in the EU has returned the impella pump product for analysis. This analysis is currently on-going. Upon completion of the investigation, a final report will be filed.

Event description:
The medical center in the EU had placed an impella cp for hemodynamic support. The pump's femoral artery access site had a bleed that was treated by blood product infusion. Additionally, the team noted limb ischemia. This ischemia prompted a perfusion catheter to be placed, and pump explant. A new impella 5.0 was placed via the upper limb.

Manufacturer narrative:
Since the original report was filed, the investigation into the access site bleeding and limb ischemia has concluded. The medical team returned a portion of the impella pump. No defects were found. A clinical review and analysis lead to the root causes. The access site bleed was due to the use issue of an improper technique at insertion. The limb ischemia was due to patient condition, as the patient had known peripheral arterial disease. The failure modes will be monitored and trended.